Manufacturer narrative:
The insulin pump is still pending for testing. The insulin pump was received with a cracked case at the display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during an infusion set change attempt, followed by a software error alarm. The customer did not know the blood glucose reading. The customer stated that she had run out of insulin when the alarm occurred. She stated that she filled a new reservoir in order to go through the prime procedure. She reported that after she let the insulin pump rewind, it still prompted her to rewind. She was advised that the software error alarm was a program safety alarm, which had not occurred during any setting changes, after a battery change or during priming. The customer also reported that the insulin pump had a blank display, which was resolved by a battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.